Event description:
It was reported that the patient was having difficulty recharging the implantable neurostimulator (ins) and the ins battery was empty. It was stated that the recharger and the ins would not couple with each other due to the location of the ins after the patient had gained weight. The recharger was stated as being able to get only 6 recharging strength bars under the best conditions, but the patient was not able to sustain that strength. It was suggested that the patient have the ins pocket revised, but nothing was scheduled. Additional information received reported that the patient was able to charge the ins to 50%, and the power on reset (por) condition was cleared. The patient was reported as having difficulty recharging the ins because it will move around in the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).